Event description:
The maximum sense test does not appear to be functioning correctly. The max sense does not appear to changing when programmed.

Manufacturer narrative:
The event was investigated and it was found that the device is operating according to it's specifications.